Manufacturer narrative:
Correction h6: coding was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient's adapter was corroding.

Event description:
It was reported that the patient's adapter was deteriorating. The investigation did not determine which adapter attributed to this issue. Surgical intervention was undertaken, and the adapter was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2; however, it is unknown which adapter, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 2321, UDI: (B)(4), serial: (B)(6), batch: 7585516.